Event description:
It was reported the asymptomatic patient presented in clinic for a follow-up device check where it was discovered via the stored electrogram that the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were made.